Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy while technical support arranged for a replacement pump with updated software to be sent. Instructions on storage mode and steps for using the new pump were provided, and the caller was asked to return the problematic pump using a pre-paid label.